Event description:
On 8/16/06 a rep of abbott point of care visited a customer who reported that in the previous month, a pt's sample generated an I-stat troponin I result of 0.02 ng/ml. This pt had been transferred from a community hosp where a blood sample had been tested for troponin I and was reported to be abnormal. Another sample of the pt's blood was drawn and sent to a third facility for add'l testing. When the pt's sample was tested at the third facility, the troponin I test was performed on a vitros eci method and yielded a result of 4.09 ng/ml.